Event description:
In 2004, I was implanted with essure, which is marketed by bayer. I have lost 11 years of my life due to this device to pain and misery. I have suffered the following issues: debilitating headaches, heart palpitations, chest pains, severe joint pain, massive amounts of digestive issues, fevers, destroyed immune system, chronic widespread pain, allergic reaction to nickel, food allergies, cold intolerance, extreme pain in ovary area, loss of motor skills, loss of muscle control, tingling in extremities and many more issues. The combination of these issues was just too much to bear after 11 years, so I was forced at (B)(6) to have a hysterectomy to remove this device that has ruined my life. My life now is in the rebuilding process. I still have no immune system and I still suffer extreme joint pain. The headaches have gone away, as well as chest pain and many of the issues. I now though have the new and wonderful effect from essure and the subsequent hysterectomy of having zero sex drive now. I have been married less than a year and I could care less about the physical part of being in a relationship. Thanks so much to damn essure and mainly to bayer that continues to market this device even though they and you, the FDA, are well aware this device is damaging women and even killing them. Thanks so much for letting us know, that we as women mean nothing to the FDA.